Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. Unknown when infection started. Additional product code: hwc. (B)(4). Implanted with trochanteric fixation nail (tfn) on an unknown date (reported 10 years ago). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a trochanteric fixation nail (tfn) on an unknown date (reported 10 years ago). Post-operatively, and also on an unknown date it was discovered that patient developed an infection. As a result, the entire tfn implant (a nail, a blade and a locking screw) was removed on (B)(6) 2016 due to the infection. The patient did not receive any replacement implants. The removal of the previously implanted hardware was completed successfully without any surgical delay and without any other required medical intervention. No fragments or pieces of the instruments remained in the patient post-operatively. The patient status/outcome was reported as good. The patient is currently being treated for an infection. It was advised that no additional information would be made available. This complaint involves three devices. This report is 2 of 3 for (B)(4).